Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6033997. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A consumer reported that he was recapping a 31 g x 5 mm bd ultra fine¿ mini insulin pen needle, the needle penetrated is pink cap, and he stuck his finger. There was no report of medical intervention.